Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement resulting in high pacing thresholds which was confirmed through chest xray and a new ra lead of a different model was placed. This lead will be returned. No additional adverse patient effects were reported.